Manufacturer narrative:
Device passed the rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. Device functioning properly during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s father was reported via phone call that, the customer had high blood glucose of 600 mg/dl at the time of the incident and current blood glucose was 90 mg/dl. Customer treated for high blood glucose with the back-up of the insulin pump. Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery. Customer got replaced pump and blood glucose have been unstable despite the blousing. The sensor glucose was 40 mg/dl and blood glucose target was 100 mg/dl to mg/dl. Performed displacement test which was passed. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The device will not be returned for analysis.